Event description:
It was reported the patient wants their device removed. The patient said they feel better when their device is off. The patient stated the device is not wanted nor needed, and they have problems since the implant. The patient believed the device made them gain forty pounds and would not let them defecate. The patient said they had an MRI in 2024 after the implant for acute colitis; had colitis before the implant. The patient initially saw the physician for a fallen bladder and the physician said the device was needed. When the patient turned on their device, after having it off for two months, they experienced constipation, urinary retention, and weight gain. When the patient turned off their device again, they lost thirty pounds. The patient also reported feeling a shock about three times when they move a certain way and feel pain when sitting a certain way or leaning over. The patient also said their ins is sticking out some and can tell it is there. The patient did not say the device was poking out of their skin. The patient's device is currently off and their appointment is in november. The patient requested someone from their local care team be present at the appointment. The physician agreed to explant the device, but the surgery has not been scheduled.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (01)10810005340141(11)230418(17)260418(21)al1k432339. This report is being filed for a correction to the following fields: block b5: incident description. Block h6.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient said they felt better when their device was off. The patient stated the device was not wanted nor needed, and they had problems since the implant. The patient believed the device made them gain forty pounds and would not let them defecate. The patient said they had an MRI in 2024 after the implant for acute colitis; had colitis before the implant. The patient initially saw the physician for a fallen bladder and the physician said the device was needed. When the patient turned on their device, after having it off for two months, they experienced constipation, urinary retention, and weight gain. When the patient turned off their device again, they lost thirty pounds. The patient also reported feeling a shock about three times when they move a certain way and felt pain when sitting a certain way or leaning over. The patient also said their ins was sticking out and could tell it was there. The patient did not say the device was poking out of their skin. The physician agreed to explant the device. The patient is doing well.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of constipation, extrusion, pain, undesired sensations non-target stimulation area, urinary retention, weight fluctuations, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b2: outcome. Block e1: initial reporter email.

Event description:
It was reported the patient had surgery to explant their neurostimulator and tined lead. The patient said they felt better when their device was off. The patient stated the device was not wanted nor needed, and they had problems since the implant. The patient believed the device made them gain forty pounds and would not let them defecate. The patient said they had an MRI in 2024 after the implant for acute colitis; had colitis before the implant. The patient initially saw the physician for a fallen bladder and the physician said the device was needed. When the patient turned on their device, after having it off for two months, they experienced constipation, urinary retention, and weight gain. When the patient turned off their device again, they lost thirty pounds. The patient also reported feeling a shock about three times when they move a certain way and felt pain when sitting a certain way or leaning over. The patient also said their ins was sticking out and could tell it was there. The patient did not say the device was poking out of their skin. The physician agreed to explant the device. The patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Additional information: block b5: incident description block d6b: explant date.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient wants their device removed. The patient said they feel better when their device is off. The patient stated the device is not wanted nor needed, and they have problems since the implant. The patient believed the device made them gain forty pounds and would not let them defecate. The patient said they had an MRI in 2024 after the implant for acute colitis; had colitis before the implant. The patient initially saw the physician for a fallen bladder and the physician said the device was needed. When the patient turned on their device, after having it off for two months, they experienced constipation, urinary retention, and weight gain. When the patient turned off their device again, they lost thirty pounds. The patient also reported feeling a shock about three times when they move a certain way and feel pain when sitting a certain way or leaning over. The patient also said their ins is sticking out some and can tell it is there. The patient did not say the device was poking out of their skin. The patient's device is currently off and their appointment is in november. The patient requested someone from their local care team be present at the appointment.